Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
No injuries were reported.

Event description:
The user facility reported water was leaking from their system 1e.

Manufacturer narrative:
A steris service technician arrived onsite and found that the hoses subject of the reported event were reconnected and a hose clamp to be replaced. The technician confirmed the repair and found the system 1e to be operational.upon further discussion with user facility personnel, they confirmed that only one hose had disconnected and not two. They stated that the hose disconnection was due to a spike in water temperature at 170 degrees f which is out of specification per the system 1e operator manual. The user facility could not confirm the water pressure during the time of the reported event.the system 1e was returned to service and no additional issues have been reported.